Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
It was reported that the micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.